Event description:
Pt underwent a tension free vaginal tape procedure for sui on (B)(6) 2008 under my care. She described to me in an email feeling protrusion of mesh in the anterior vaginal wall, under the urethra on (B)(6) 2011. I confirmed the erosion with a vaginal exam on (B)(6) 2011. A month of estrogen vaginal cream was given, but the mesh erosion remained persistent. She went to the operating room on (B)(6) 2012 for treatment. A piece 5mm x 10mm in the right peri-urethral sulcus was removed. The area around the mesh were developed to close to the tissue over the remaining mesh.